Event description:
Medtronic received information through literature review of: costalat v, machi p, lobotesis l. Rescue, combined, and stand-alone thrombectomy in the management of large vessel occlusion stroke using the solitaire device: a prospective 50-patient single-center study timing, safety, and efficacy. Stroke. 2011;42:1929-1935it was reported that 50 patients were all treated with solitaire fr or ab device (there was maximum of 5 passes of the thrombectomy device). There were procedural complications reported. Five patients were reported to have symptomatic perioperative complications with four adverse embolic infarcts in a new territory observed on the dwi. 1 patient with posterior fossa hemorrhagic transformation. 8 patients had new ischemic lesions seen on dwi, including the 4 cases of adverse embolic events. One day post procedure, 7 hemorrhagic complications were seen on CT (computed tomography) or MRI (magnetic resonance) imaging. 5 parenchymal hematomas (4 parenchymal hematoma1, 1 parenchymal hematoma2), and 2 persisting subarachnoid hemorrhages. Only one parenchymal hematoma was symptomatic according to the ecass definition and six following an initial ba (basilar artery) occlusion. No perioperative deaths occurred. The mean patient age was 67.6 years.

Manufacturer narrative:
The report was created to capture the complications. The article can be found at: http://stroke.ahajournals.org/content/42/7/1929 the devices involved in the event have not been returned for evaluation and no correspondence has been received regarding the devices. The lot history record reviews were not possible since the lot numbers were not reported. (B)(4)hemorrhage, subarachnoid the solitaire fr IFU has states ¿ do not perform more than three recovery attempts in the same vessel using solitaire fr revascularization devices. ¿ do not use each solitaire fr revascularization device for more than two flow restoration recoveries. (B)(4)